Event description:
It was reported that the pt experienced withdrawal with a return in spasticity and pain symptoms. The pt was seen in the hosp with a low blood pressure. The pt was given fluids. The pt lost 40+ pounds in five weeks and had reported feeling tired and nauseated. Per the reporter, the pump had been alarming for five days; this was not confirmed by telemetry. The pt moved nursing home facilities and was overdue for a pump refill. The pump was used to deliver lioresal and morphine. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
.